Event description:
It was reported that the patient could not turn the stimulation off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 3550-39 lot# n322353, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation, and did not have patient programmer. The patient was recharging her implant with 8 bars of coupling when she experienced a shocking / overstimulation sensation in her spine and down her legs. The sensation lasted for 5-10 minutes. It was noted that there had been no overdischarge or physician mode recharge attempted recently, and the patient confirmed that the ins was turned on. The patient was instructed how to turn stimulation off and felt immediate relief. Additional information has been requested, but was not available as of the date of this report.